Event description:
It was reported by the customer that a bd pyxis¿ medbank mini, the cubie lid was not opening. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 05 09 was not opening. A technical support specialist rebooted the machine and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.